Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to make sure the nurse call was activated. The account's maintenance technician was not near the bed at the time he called hillrom and therefore could not perform any troubleshooting. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed's nurse call function was not working. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).